Manufacturer narrative:
Ambu sales representative reported that spur ii had a blocked manometer port. This reported failure was verified during the investigation of the returned samples. No reading was obtained from the manometer, when applying pressure to the spur ii bag. The production records showed that the reported defect could have been caused due to a damaged tool pin during the molding injection process for the patient valve housing. The blocked manometer port was not detected during quality control in the spur ii assembly line, by neither visual inspection nor the test machine performing the function test (ins-000986 rev. 12) for 'manometer port passage'. It is suspected that the test machine not having detected the manometer port issue could have been due to test machine being worn out. To mitigate the defect from occuring again, a corrective action (ca-000948) has been initiated. The molding tool has been repaired and a quality control check point on the manometer port has now been added into the working instructions for the injection control procedure for the patient valve housing to improve visual inspection of the manometer port. In addition, a requirement to verify that the test machine used to test 'manometer port passage' is efficient, has been added. Ambu will keep monitoring the issue and take actions as appropriate.

Event description:
An ambu sales representative was checking his spur ii stock and detected 3 pieces of spur ii with occludded manometer port, rendering the manometer non-functional. No patient involvement.